Event description:
The purpose of this submission is to report the results of the device investigation. Rw gmbh received and evaluated the device. The device was functionally, visually and mechanically evaluated. The reported condition was not confirmed. The device was checked, no errors found. No actions were taken. The device met specifications.

Manufacturer narrative:
Rwmic is submitting this report on behalf of richard wolf gmbh. Richard wolf medical instruments corporation is the importer of this device. Follow-up report #1 is to provide FDA with missing information, new information, and changed information. Rwmic considers this MDR closed. Rwmic will submit a follow-up report if new information becomes available.

Manufacturer narrative:
The user facility and manufacturer will be contacted for additional information. Upon receipt of new information, a follow-up report will be submitted.

Event description:
It was report to rw mic on (B)(6) 2020 that the piranha power control unit. The loaner #1 unit that vanderbilt is sending back had issues with the control unit freezing up. When I would unplug the communication cable to adjust the blade, the tool would appear but not the double arrow button. I had to turn the unit off and back on to get the arrow button to pop back up. Richard wolf clinical specialist that submitted the complaint, also report that the unit I have here at the house did the same thing the other day. So I was taking a video of this to show you guys what it was doing. I will send you the video. On the video you will notice a brown speck above the footswitch symbol. That speck was inside the unit heating up but I did not even notice the spot until after my hand touched it and it was real hot. It then lit up and almost caught on fire. This incident will be filed under MDR report 1418479-2020-00025.